Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances had been measured on one electrode since the implantable neurostimulator (ins) was replaced. During the ins replacement, a new extension was implanted. The electrode with high impedance did not affect stimulation. It was further reported during the procedure the physicians tried to clean and re-do the connections with no result. The cause of the high impedances was not determined. The patient received a new ins and extension 9 days later and now the impedances were ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.